Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, a coil and an introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil zap tip has a smooth surface. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection of the delivery wire revealed that the weld outer diameter (od), wire arm od and wire zap tip were within specifications. The coil dimensions that could be measured were inspected and were found to be within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the coil failed to deploy well and became stuck in the catheter. The 17mm tortuous target lesion was located in the splenic artery. A 15mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil did not deploy well and the physician attempted to withdraw it to the sheath. However, it was further noted that only the wire could be pulled back but the coil did not move at all. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the coil interlocking arm was found detached from the rest of the coil and was not returned.